Event description:
The patient was admitted to the facility for an alif surgery with posterior decompression and fusion from l4 to s1. While working on the posterior portion, c-arm images were taken. It was noted that a piece of the implant inserter had broken off and remained in the patient's body. The piece was successfully retrieved; however, an additional incision was required as well as additional time under anesthesia.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The instrument was not available to be returned for evaluation. It is unclear how a piece of the inserter broke off; however, it's possible that misuse or excessive force may have been a factor. The exact cause of the reported issue cannot be determined.